Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing intermittent communication errors and was not able to change programs while using the remote when trying to connect to the ipg after charging. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing intermittent communication errors and was not able to change programs while using the remote when trying to connect to the ipg after charging. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore, no problem was detected.